Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
During a superdimension enb procedure, the physician was unable to pass the scope through the patient's mouth. Subsequently, the physician completed a nasal bronchoscopy and the patient experienced epistaxis.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.